Event description:
It was reported that a lead integrity alert (lia) was triggered and the right ventricular (rv) lead exhibited oversensing of sensing integrity counter (sic) and noise, non-sustained ventricular tachycardia episodes, high rv pacing, rv coil and superior vena cava (svc) coil impedance and a suspected lead fracture. It was noted there was also an inconsistent wavelet template observed. The rv lead was reprogrammed and the physician chose to continue to monitor the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated that the right ventricular defibrillation coil developed a fracture due to flexing while in vivo. The exposed right ventricular defibrillation coil was flexed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received, which indicated the rv lead was explanted. It was noted that during the extraction of the rv lead, a drop in the patient's blood pressure was observed. A decision was made to continue attempting to extract the lead but the patient's blood pressure continued to drop. The competitor laser sheath was removed and a competitor balloon catheter was placed to achieve some stability, however, the patient was still hypotensive and suspected bleeding from the superior vena cava (svc). A thoracotomy was performed and the patient was placed on bypass. Two svc perforations were found, one small at the svc/ra junction and one larger posteriorly close to the innominate vein. The perforations were sealed with pericardial tissue. It was then attempted to remove the lead from the original access site however a larger perforation was created in the proximal left subclavian and abandoned. The patient was put under cardioplegia and distal shock lead was cut and removed by surgeons. The proximal lead hen easily removed from the left infra-clavicular site. Extensive bleeding required over suture by the vascular surgeon and extensive diathermy was required to achieve homeostasis in all sites. The patient was left with an epicardial temporary lead and the patient is being considered for a leadless pacemaker with subcutaneous implantable cardioverter defibrillator (ICD) when stable. No further patient complications have been reported as a result of this event.